Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The root cause of the reported issue was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 22:14:45. During night drain cycle five, the patient's ultrafiltration reading was 1215ml, indicating the home patient (hp) drained 1215ml more than their maximum programmed fill volume of 2000ml. No additional information is available.